Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for printing failure with the incident lot was observed. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. Based on the investigation, the root cause / potential root cause for the defective ink marking was determined to be excess ink being picked up by the banding mat.

Event description:
It was reported that the letters on the bd vacutainer® k2 edta tube were improperly printed. No serious injury or medical intervention.

Manufacturer narrative:
Additional information: a DHR review was conducted. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.